Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral valve-in-valve tavr procedure with a 26 mm sapien 3 ultra resilia transcatheter heart valve in a pre-existing perimount valve, the balloon of the 26mm commander delivery system ruptured at full inflation. The balloon had burst into two halves. The proximal portion of the balloon was retrieved, but the distal portion became lodged inside the vessel. The distal part was successfully recovered using a snare, however, bleeding from the vessel occurred, possibly due to manipulation. The patient required placement of a stent in the right iliac artery. The patient was stable and in good condition post-procedure. As per imagery evaluation, some of the balloon material appeared to be missing, and the distal part of the commander balloon appeared to be catching on the distal tip of the sheath. The distal tip was observed to be torn.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following: calcification present on patient's annulus and preexisting valve. Balloon burst. Distal part of balloon separated and balloon material potentially missing. Distal part of commander delivery system appears catching on esheath distal tip. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over inflation of the balloon. The reported event for balloon burst was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported event for difficulty to withdraw system through sheath was confirmed based on evaluation of the provided imagery. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the withdrawal difficulties were encountered after the balloon was burst, and imagery showed the distal part of delivery system catching on esheath tip during withdrawal. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The reported event for system components separate during use were confirmed based on evaluation of the provided imagery. Available information suggests that procedural factors (device manipulation) likely contributed to the event. Additional pull force/excessive device manipulation during device withdrawal could have been applied to overcome the withdrawal difficulty which then led to the reported separations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.